Event description:
The customer reported an air bubble in the line just below the spike. The lines are re-cleared and the procedure is completed without complication. No air has been injected into the pt. No harm or injury reported.

Manufacturer narrative:
Device eval: the device eval is not complete. A follow-up report will be submitted when the eval is completed. Eval conclusions: other, a follow-up report will be submitted when the device eval has been completed.